Event description:
It was reported that the device triggered elective replacement indicator (eri). The device was checked in (B)(4) where the voltage was 2.88 v and then in (B)(4) it went to recommended replacement time (rrt). It was later reported the device was explanted and replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported that the device triggered elective replacement indicator (eri). The device was checked in (B)(6) where the voltage was 2.88 v and then in (B)(6) it went to recommended replacement time (rrt). The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device triggered elective replacement indicator (eri). The device was checked in september where the voltage was 2.88 v and then in (B)(6) it went to recommended replacement time (rrt). The device remains in use. It was further reported that the device has been explanted and replaced. No patient complications have been reported as a result of this event.